Event description:
It was reported that the 6800 system locked up with a x-ray on error message during a case. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the service call.